Manufacturer narrative:
Based on the claim against the product by the customer noting damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The potts scissors instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 0.148" x 0.055" was found to be broken off the broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding damaged was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the potts scissors instrument were damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.